Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tm reverse glenosphere helmet fractured into 2 pieces during use.

Manufacturer narrative:
A glenosphere helmet was returned for review. Visual inspection of the returned device confirms the helmet fractured into two pieces. It is also noted that there are nicks, gouges and scratches on the surface of the device. The thickness at the fracture site is conforming to print specifications. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. The helmet was manufactured on oct 30, 2013 and therefore has a potential field age of 2 years 9 months. The frequency of use of the device is unknown. Product history search revealed no additional complaints against the related part and lot combination. The wear marks on the device suggest that the device had been used multiple times. A definite root cause cannot be determined with the information provided.